Event description:
The patient called lfs and alleged that their meter would not power on. The patient stated that the last time they tested on the meter was in 7/2004 at 1:00pm. They reported that they contacted their medical professional for advice. No treatment was reported. The patient did state that they took insulin after attempting to test. The issue with meter was not resolved. The meter has been replaced for the patient.